Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up, down and ok buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: the up, down, and ok buttons were unresponsive. Moisture damage was found on the printed circuit board. The pump casing was cracked, causing a leak.